Manufacturer narrative:
The returned implants were evaluated and found that during the closed reduction procedure the force used to attempt to reassociate the device with the acetabulum has exceeded the pull out force of the head and the liner. This has resulted in a disassociation of the cocr 28mm head from the bipolar device (i.e the polyethylene liner). This is a known phenomenon and is highlighted in the product risk analysis and this information is listed within the information for use (IFU) and the operative technique.

Event description:
It was reported by the hospital that patient underwent a hip replacement on (B)(6) 2014. Following surgery, patient fell out of bed and the hip dislocated. Closed reduction was performed. Hip dislocated a second time and a revision procedure was performed on (B)(6) 2014. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.